Event description:
Lifescan one touch "profile" meter has continuously produced faulty readings even though the meter was replaced. The new meter comparing with another brand still was in error by as much as 200 points and as few as 59. Test strips were checked and found to be accurate according to the test. The next issue is the complete lack of care by lifescan at reporting the problem. Pt was hung up on first then lied to by a supervisor according to company policy and another supervisor. Pt had tried repeatedly to contact the director of customer service. He did leave one message which pt responded to, but did not call again despite their message when to reach them. Pt is greatly concerned not just about their health but all diabetics who are using this product but are receiving inaccurate readings on their glucose monitor and therefore taking improper medication based on the faulty machines.